Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap008, compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The multipurpose drain as a left chest tube for a plural effusion was in the patient for 5 days. The physician's assistant was called to inspect the device because it was leaking. Upon examination, it was discovered that the drain had separated, and the only thing keeping it in one piece was the string. The physician's assistant cut off the proximal end of the drain and then pulled the distal end out of the patient using the string. The drain was not replaced because there is not much drainage left. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.